Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: manual time change from 11:13am to 11:16am observed in the black box on (B)(6) 2014. No other activity related to pi observed in pump histories. A timekeeping accuracy test was performed; the pump was keeping time accurately. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.